Event description:
The customer reported the device suddenly shut down by itself, after the device was restarted the settings had all reverted to default. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. The unit passed all visual and functional analysis. The reported issue was unable to be confirmed. (B)(6).

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the device suddenly shut down by itself, after the device was restarted the settings had all reverted to default. No patient impact or consequences were reported.